Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. An o2 enrichment test was performed from general checkout and the unit failed the o2 blending test. The advanced fio2 test revealed solenoid 1 was below the required passing specifications reading. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit's fio2 was out of range. It is unknown at this time whether there was any patient involvement.